Manufacturer narrative:
Product event summary: the 10fcc13 sheath was returned and analyzed. Visual inspection of the handle area was performed and revealed a kink at the side port tube. No additional visual anomalies were detected. The steering mechanism and deflection test were performed and no anomalies were discovered. The functional testing was performed and no anomalies were discovered. The native dilator was inserted into the sheath and retracted several times without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.117 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0145 psig and in an acceptable range. In conclusion, the reported issue of bubbles during aspiration was not observed/reproduced during testing; however, the sheath did not pass returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the sheath was introduced over the wire and into the patient. The sheath was aspirated but small bubbles were noted coming back into the syringe. This repeated after the catheter was introduced into the sheath. Saline was added into the valve of the sheath without resolve. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.